Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had "air", indicative of an air in line alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The reported condition was not verified. However, the device was found to be out of specification for an unrelated issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.